Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and alleged that the insulin pump was not delivering the insulin properly. The customer reported a blood glucose value of 293 mg/dl. The customer visited the doctor and was treated with manual injection. The insulin pen was also used to administer insulin while at the hospital. The hospital stay was less than 24 hours and the customer experienced symptoms of hot and agitation. The event involved product(s) mmt-397a, mmt-1880l, mmt-332a. Troubleshooting was performed. The customer was using the insulin pump system within 48 hours of the reported event. The customer was not using the auto mode/smart guard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-397a. No product return is required for mmt-332a. The customer will discontinue the use of the insulin pump and mmt-1880l will be returned for analysis.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08745inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the ss event date of 18-apr-2025 and customer's event date of 24-apr-2025, there were no unexpected alarm(s)/suspends recorded in the formatted history file. On the ss event date of 18-apr-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 539250 (53.925 u) and dailytotalofbolusinsulindelivered = 0 (0 u) which is equal to the dailytotalofallinsulindelivered = 539250 (53.925 u). All bolus/basal were delivered in auto mode/manual mode. On the customer's event date of 24-apr-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 539000 (53.9 u) and dailytotalofbolusinsulindelivered = 0 (0 u) which is equal to the dailytotalofallinsulindelivered = 539000 (53.9 u). All bolus/basal were delivered in auto mode/manual mode. The pump successfully delivered a 10 units bolus during the displacement test and a 25 units bolus during the dat. All boluses were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted. In further review of the formatted history file 1 week prior to the ss event date of 18-apr-2025 and customer's event date of 24-apr-2025, these pump error(s)/alarm(s) were noted: insert battery alarm was found on: 04/24/2025 06:52:01.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Multiple no delivery alarm/insulin flow blocked alarm were found on 20-apr-2025 and 21-apr-2025 during bolus/basal/prime deliveries. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.82 mv). The pump was received without a battery. The pump was received with a battery cap with a loose metal contact due to a broken three heat stake post. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case, a cracked case behind the pump and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Battery cap contacts missing/damaged was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.